Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbb1d4 crt-d, implanted: (B)(6) 2014, 429688 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.